Event description:
It was reported that during scheduled maintenance the anspach drill threw an error and had a continuous air pump from plugin. No case involved. Investigation results determined internal damage to the drill, which makes it a reportable event.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection of the connector found that no pins were bent or recessed. A functional evaluation was performed, a drill test was run with the returned drill. It spun at 80,000 rpm and after a couple minutes of testing there was no heating or abnormal noise. The drill caused the air pump to run continuously as soon as it was plugged in, before the footpedal was pressed. Typically, it takes about 6 seconds after the footpedal is pressed before the air pump turns on. This is indicative of internal damage to the drill. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.